Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath. Visual examination of the returned device revealed that the main coil was broken off the delivery wire. The main coil was kinked and stretched as well. The distal tip ball was slightly deformed and the suture was broken. During functional testing, the main coil was found jammed within the introducer sheath and could not be pushed through. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken off the coil delivery wire. No consequences to the patient were reported.